Manufacturer narrative:
Product complaint # (B)(4). Corrected information: adverse event or product problem, type of reportable event- it was reported that this device event is not malfunction reportable therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the needle broke in half. Fragments were retrieved. There were no adverse patient consequences.